Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The returned pump was evaluated. A review of the 12-month service history indicated that the device had not been serviced during this period. The device underwent both visual and functional inspections, during which a cracked dso seal and a scratched display glass were observed. The complaint could not be processed, as no specific issue was reported by the customer; ¿device to repair¿ cannot be considered a defined problem. Additionally, the device is classified as eos (end of service) and will therefore be returned to the customer without repair.

Event description:
It was reported that the pump was sent in for repair. During the investigation, it was found that the dso seal was cracked. This malfunction makes the event reportable. There was no patient involvement or adverse event reported.